Event description:
Device malfunction: none. Symptoms/ae: hyperfusion syndrome, hemorrhage, death. Time of ae: three days after the procedure. It was reported that the night post a left internal carotid artery stenting procedure, the patient developed hyperperfusion syndrome, with acute cerebral edema and a minor hemorrhage in the left hemisphere. Mannitol, cryoprecipitates and platelets were given. The condition was diagnosed as significant and life threatening with limited life expectancy. The family decided to bring the patient home, so one day post-procedure, the patient died. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. There was no xact stent malfunction reported. Hyperperfusion syndrome and hemorrhage are known possible adverse events associated with the use of the device as listed in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities, which could have contributed to this event.